Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic). In addition, the implantable cardioverter defibrillator (ICD)&#1157;ached end of service (eos), and was noted to have a seventeen second charge time before the patient was treated for ventricular fibrillation (vf). The patient was scheduled for a device replacement procedure, however, the patient has a history of non-compliance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.